Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronics. The pump was unable to verify frozen screen due to blank display. The pump was received with cracked battery tube threads, cracked reservoir tube lip. The pump was unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test due to blank display. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 183 mg/dl. The customer stated that the first issue was whining and frozen display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The insulin pump will be returned for analysis.